Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer was a new pump user and the cartridge was filled with 140 units of insulin with an insulin pen. The customer's blood glucose level was 302 mg/dl. It was confirmed that the customer would use a manual injection to address bg level.